Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: medical device problem code the revision reported may have been the result of a pre-existing bone fracture which likely resulted in inadequate initial fixation of the humeral stem and subsequent loosening and subsidence. However, this cannot be confirmed because the components were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d4, g4, h4. The following sections were corrected: d1, d2a, d11, h6. D11: 320-10-00 - equi rev tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-31-36 - glenosphere, 36mm for small reverse: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-36-13 - 36mm humeral liner +2.5mm constrained: (B)(6).

Manufacturer narrative:
D10: 300-01-09 - equi, hum stem primary, press fit 9mm: (B)(6), 320-10-00 - equi rev tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-31-36 - glenosphere, 36mm for small reverse: (B)(6), 320-35-01 - small glenoid plate: (B)(6), 320-36-13 - 36mm humeral liner +2.5mm constrained: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Approximately 13 years post initial operation, the patient's humeral stem subsided and became loose following a fracture. The surgeon replaced the stem, glenosphere, humeral tray and liner. An uncemented stem was implanted. Patient was last known to be in stable condition following the event. No further information available.